Event description:
Dexcom g7 constant glucose meter with samsung s20 ultra android application. Visual notifications stopped working. Do not receive a visual pop-up notification for low or extremely low blood sugar, high notifications, or any other dexcom notification. Audible notification works. I have used the dexcom product for years and have never had this problem. Had no problem when I switched from g6 to g7 over a year ago. Then something changed, and I now no longer receive the critical visual notifications. Called and worked with dexcom tech support. First tech couldn't resolve so I was escalated to advanced tech support. Worked extensively with second tech who saw and recognized problem, but could not fix it. Was advised the problem had to be escalated to another department software development? And that they would call me back. I have never received a call back. I have called dexcom support numerous times and they always promise someone will call me back. Again, no one has ever called me back and I still do not receive critical notifications. This is super dangerous. I have had my blood drop to extremely low levels, and the dexcom g7 app does not provide the promised notifications.